Manufacturer narrative:
Concomitant medical products: 8637-20, neuro pump, implanted on: (B)(6) 2021; 8709, cathether, implanted on: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.